Manufacturer narrative:
The pump was received with missing segments partial display due to zebra connector cracked. The pump was unable to performed functional test due to display anomaly. The pump had minor scratched lcd window, cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump display was blank. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.